Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found a defective integrated circuit. No telemetry contact could be established at a battery voltage below 2.70 v. After the integrated circuit was replaced, normal function ensued.